Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The surgeon reported that he revised a broken exeter stem.

Event description:
The surgeon reported that he revised a broken exeter stem.

Manufacturer narrative:
An event regarding crack/fracture involving an unknown exeter stem was reported. The event was not confirmed. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.